Manufacturer narrative:
Other, other text: b5: additional information received via email on 15-dec-2021:there was no patient involvement with this pump. The issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. There was high alarm displayed -air-in-line detected- during testing. Defective air detector, inoperable, was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line alarm when there was no air in the tubing set. No patient was involved in this event. No adverse effects were reported.